Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that out of range issues occurred between the transmitter and pump (timeframe not reported), with no continuous glucose monitor (cgm) sensor readings. There was no reported impact to customer's blood glucose. Reportedly, the customer reverted to an alternate method of insulin therapy.